Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed there were air bubbles within the cartridge; air bubbles were not observed by the customer. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.